Manufacturer narrative:
The customer obtained "sample wash tower outside limits errors" which disabled the sample pipettor. The customer inspected the wash tower and noted that it was not draining and wash buffer was spilling over into the instrument. Service was dispatched on (B)(6) 2011, and the field service engineer (fse) discovered that the sample wash tower vacuum pump had failed. The fse replaced the vacuum pump and verified operation. No issue was noted. Hardware was the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxi 800 access immunoassay analyzer. The leak was coming from sample probe wash tower. There was no report of injury.